Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends up to high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible calcification on the coils, and recommended performing a commanded shock. It was noted that there was one year remaining on the ICD, and the physician may choose to revise the lead and replace the ICD. This ICD and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned for analysis as it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends up to high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible calcification on the coils, and recommended performing a commanded shock. It was noted that there was one year remaining on the ICD, and the physician may choose to revise the lead and replace the ICD. This ICD and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that this this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were explanted and replaced. No additional adverse patient effects were reported.